Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer sometimes would not see insulin exit the tubing while the tubing was primed. There was no impact to blood glucose. Reportedly, customer declined troubleshooting and customer reverted to an alternate pump for insulin therapy.